Event description:
The hcp reported that the patient has peripheral edema and the hcp is concerned about possible catheter allergy. The patient was experiencing "very little effect" from the drug. A catheter fracture was suspected and the patient underwent catheter revision in 2005. Edema was noted in 2006. The dose of baclofen was decreased from 300 mcg/ml to 200 mcg/ml with no change noted in edema; dose then increased to 280 mcg/ml. Concentration of the baclofen is unknown. The baclofen was ruled out as the cause of the edema and the hcp then became suspicious of the catheter. No other symptoms related to possible allergy such as itching or redness have noted. A cardiac workup was performed and venous testing will be performed in the near future. Chest x-ray and renal workup are in progress. The hcp requested an allergy kit from the manufacturer. Testing has not been completed. The diuretic dose has been increased with improvement in the patient's edema. It was noted that the patient's activity level has decreased over the past several years and this may be a contributing factor. Final patient outcome is unknown.